Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited out-of-range pace impedance measurements. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited out-of-range pace impedance measurements. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited out-of-range pace impedance measurements. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported. Additional information was received indicating the non-boston scientific rv lead exhibited noise, indicating a lead issue. Technical services (ts) was contacted, and ts discussed the possibility of previous spring contact and now lead issues. They plan to replace the crt-d and rv lead. No adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited out-of-range pace impedance measurements. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported. Additional information was received indicating the non-boston scientific rv lead exhibited noise, indicating a lead issue. Technical services (ts) was contacted, and ts discussed the possibility of previous spring contact and now lead issues. They plan to replace the crt-d and rv lead. No adverse patient effects were reported. Additional information was received indicating tachy therapies were turned off due to the non-boston scientific rv lead fracture. There was an attempted rv lead extraction procedure, but the explant and replacement was unable to be completed. The patient was to be rescheduled for another attempt as a high risk case. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited out-of-range pace impedance measurements. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported. Additional information was received indicating the non-boston scientific rv lead exhibited noise, indicating a lead issue. Technical services (ts) was contacted, and ts discussed the possibility of previous spring contact and now lead issues. They plan to replace the crt-d and rv lead. No adverse patient effects were reported. Additional information was received indicating tachy therapies were turned off due to the non-boston scientific rv lead fracture. There was an attempted rv lead extraction procedure, but the explant and replacement was unable to be completed. The patient was to be rescheduled for another attempt as a high risk case. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.